Event description:
It was reported that during implantation, intraoperative measurements showed hi impedances for channels 8, 9 and 12. These results were repeated several times. The surgeon decided to change the implant for one with a medium electrode. The wound was sutured closed and reopened to re-implant the patient in the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.